Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the unicel dxl 800 access instrument. The accu tnl result was 6.86ng/ml. The result was reported out of the lab. The customer indicated that the pt original sample was tested for accu tnl on another instrument in their lab. The accu tnl result obtained from another instrument was 0.00ng/ml. A corrected report has been issued. The customer then re-tested the pt original sample on the unicel dxl 800 access instrument. The repeated dxl accu tnl reults were 0.02/0.02ng/ml (2 replicates were run). The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attibuted to or connected to this event.